Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient experienced pain on flushing of line with nacl, leaking was observed from the insertion site and line subsequently removed. Line fracture was observed on removal.